Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. It was the patient's left-sided device (not the right) which was ruptured. The left-sided serial number is (B)(4). The section d information has been updated accordingly on this supplemental report. The device information from the initial report was the right-sided device; therefore, the right-sided device has now been updated to the concomitant product. Additionally, a manufacturing record evaluation (mre) was performed in relation to the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 400cc mentor memorygel breast implant (catalog number 3504001bc, serial number (B)(4)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the device, it was observed to be ruptured. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: 400cc mentor memorygel breast implant, (catalog number 3504001bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with 400cc mentor memorygel breast implants and experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 480cc mentor memorygel breast implants (catalog number 3505480bc, left-sided serial number (B)(4), right-sided serial number (B)(4)).